Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a study which is only 24 hours long and they believe the capsule detached early. A copy of the study was provided for review and the early detachment was confirmed. There was no harm to the patient and no equipment is being returned.

Manufacturer narrative:
Device evaluation the accuview graph from the study was returned for evaluation. The total time of the study was 47:06 hours which is considered to be a relatively full study. The ph readings were normal throughout the study. There were no gaps within the study. We were unable to confirm the customer¿s report. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a study which is only 24 hours long and they believe the capsule detached early. A copy of the study was provided for review and the early detachment was confirmed. There was no harm to the patient and no equipment is being returned.